Manufacturer narrative:
Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on march 24, 2025. The explanted device was received at the company on march 21, 2025 and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. A CT scan confirmed extra cochlear electrodes. Programming adjustments have been made. Repositioning surgery has been scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as broken wire near the electrode ground ring region. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires. This is believed to have occurred during revision surgery. System lock was obtained. The electrode condition caused impedance values to be out of range. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections: b.3, d.6b, h.6. The recipient reportedly experienced decreased performance due to electrode migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is currently attempting to obtain consent from the recipient. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.